Event description:
In 9/2002 pt admitted from a nursing home with complaints of right lower leg pain and swelling. Pt had a history of dysautonomia, anemia, chronic urinary tract infection, renal failure, and other problems. In 2002, pt went to surgery for the placement of the vena cava filter. Using the left femoral artery approach, the greenfield filter was placed in the inferior vena cava at level of l3. The umbrella was deployed but failed to open. Second umbrella opened appropriately. Pt tolerated procedure well and was returned to the nursing home in satisfactory condition.